Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received stated that the lead could not be implanted because it could not be inserted into the pacemaker due to an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead could not be fixed when placed on the left ventricle. The physician tried several times to reposition the lead but was unsuccessful. The lead was not used and a new lead was used to complete the procedure. The patient was stable and no adverse consequences were reported on the patient.